Event description:
It was reported that this right ventricular lead exhibited low pace impedance measurements remaining within normal range and variable r-wave amplitudes. There was no noise observed. Boston scientific technical services discussed troubleshooting options with the field representative. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).